Event description:
It was reported, the pt is experiencing a sharp, stabbing, jolting pain at his ipg site since implant. In the past year, it has progressively gotten worse causing him to go to the emergency room. He reports trouble sleeping, and unable to lay on his left side and has lost weight. The pt suffers from rsd in his lower back and right hip, and progressing into ble. His physician stated, the rsd is not related to this scs system, but is related to his previous 4 back surgeries. His physician stated, the rsd has progressed into the pt's ipg pocket. The physician gave the option of removing the scs system.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.